Event description:
The clinician reports the implant was inserted (B)(6) 2021. In ada 6. Details of surgery: ridge augmentation and immediate extraction site. (B)(6) 2022. Non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced mobility. No further patient complications were reported.